Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the reported ventilator inoperative alarm was not duplicated. Though the issue was not duplicated, main board was replaced to prevent recurrence. The device passed final testing.